Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed painful blistesr that popped. The patient reportedly has a history of skin sensitivity. The patient's nurse recommended lotion. The patient indicated that he was using (B)(6). The patient was also given a larger garment size. Follow up indicated that the blisters improved.